Event description:
It was reported to gore that a patient underwent an endovascular procedure for the creation of a transjugular intrahepatic portosystemic shunt (tips) using a gore® viatorr® tips endoprosthesis with controlled expansion (viatorr device) in combination with a cook rösch-uchida tips set. According to the report, the device was advanced to the targeted intrahepatic tract without noted difficulty. Deployment of the endoprosthesis was initiated, and the uncovered (bare stent) portion of the device was successfully released. During subsequent deployment of the covered portion of the stent graft, resistance was encountered after approximately 1 cm of deployment. The physician reported an inability to further advance deployment by pulling the deployment line (pull cord). Increased traction force was applied in an attempt to continue deployment; however, the resistance persisted. Upon application of additional force, the deployment line fractured, preventing completion of the controlled expansion mechanism as intended. The reporter indicated that the device preparation, including flushing, was performed in accordance with instructions for use, and no abnormalities were identified prior to the incident. The procedure was described as having progressed normally up to the point of the event. No further details are available at this time.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. H6: investigation findings c19 is related to the product history review: a review of the manufacturing records indicated the lots met pre-release specifications. H3: other: as the device was discarded on site, no further investigation of the device can be conducted. An imaging evaluation is being performed. Further details were requested such as contact details, patient details, involvement and outcome etc., but those were not provided yet. Further investigation is being conducted and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.